Event description:
While prepping the knee for total knee arthroplasty, the plastic bag that is placed over the leg holder came apart at the seam. This is the 20" x 30" bag contained in the lower extremity pack and the total knee pack. This is 3rd occurrence of this nature within the past several weeks.

Event description:
Add'l info rec'd from MFR 5/25/04: discussion with risk manager, has revealed there were no pt issues, incidents or injuries associated with the bag seam problem. The tearing of the bag seam may be attributed to device and/or the force used to situate it properly on the leg holder. The customer did not have a sample available for investigation. Cardinal health professional services has reviewed this report and determined that it does not meet the requirements for medwatch reporting. Reference numbers: 2004-004628, 2004-004629.